Event description:
During endoscopic vein harvesting procedure, the hospital reported that the device shorted out during the procedure. It was reported that during the vein harvesting procedure no smoke was observed from the tissue being cauterized so the pedal was held down for an extra long time and the power was turned up to 35 watts (the maximum recommended in the instruction for use). The or staff smelled burnt plastic as the device was withdrawn. The procedure was stopped. No additional patient complications were reported.